Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, multiple episodes of noise reversion and high ventricular rate due to ventricular lead noise were observed. All other electrical values were noted to be stable. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).